Manufacturer narrative:
Product event summary: the sheath, 4fc12 with lot number 30084 was returned and analyzed. Visual inspection of the sheath showed the device was kinked on the shaft 1.0770 inches from the strain relief of the sheath. Functional testing indicated the reported problem with sheath was not reproducible and deflection worked as per specification. Dissection did not show any breakage of the pull wire. In conclusion, the sheath failed the return product inspection due to the shaft kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, cracking was heard when a curve was placed on the sheath. It was then noted that the sheath appeared unable to perform a maximum curve. Furthermore, access to the right inferior pulmonary vein (ripv) was unable to be achieved with the balloon catheter and sheath. The sheath was replaced with resolve, and the case was completed with cryo. No patient complications have been reported as a result of this event. The sheath subsequently tested out of specification per the manufacturer's investigation.